Event description:
A nurse reported that a pt changed treatment modalities from peritoneal dialysis to hemodialysis on (B)(6) 2014, due to the pt experiencing an umbilical hernia on an unk date in (B)(6) 2014. As of (B)(6) 2014, the pt continues hemodialysis therapy without further issues, and the outcome of the pt experiencing an umbilical hernia is unk.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.